Event description:
During the review of the pt's medical records the company was made aware that during initial implantation, the pt had a csf leak requiring lumbar drain. The pt's csf leak was controlled with packing. On (B)(6) 2001 lab cultures tested positive for meningitis. Pt was treated with IV broad spectrum antibiotics. On (B)(6) 2001 the pt had a PICC line placed and was discharged on (B)(6) 2001 in stable condition on ceftriaxone IV and ciprodex. Advanced bionics is in the process of gathering more info.